Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that stimulation was lost, and multiple external devices displayed the message " replace the generator. The generator has reached end of service." It was noted that patient ran stimulation 24/7, used programs with high parameters and tonic stimulation. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.